Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: infusion was started on a patient in continuous mode with a 2000ml bag and the nurse noticed the bag only had 200ml left two hours after infusion start. She initially thought there was a leak and stopped the pump to investigate, but found no leak. Nurse could not view initial pump settings to determine how the pump was initially programmed for infusion.